Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant battery was not holding a charge and the issue began a year ago. Patient stated that they had to start charging the implant more often and it wasn't just once a week, but it got to the point where it was every other day. Patient noted that if the implant was down even slightly to 60% they would have to get back on it again because the implant would go down quick overnight and by morning the implant wouldn't have any charge in it at all. Patient mentioned that they went up in their setting to try to see if increasing the setting would take the pain away. Patient said that it did help them for a few hours or a whole day but then it wouldn't break back down again. Patient mentioned they were in pain every day, they can't keep the implant charged up and the issue began 3 weeks ago. Patient mentioned they were looking for a hcp that will take the stimulator out and put a different battery in or if there is something else to try to address the issue. Patient confirmed that they were able to charge the implant. Patient denied any recent falls/trauma and denied any error messages/codes. Agent asked and patient mentioned their therapy settings at first was on group a at 5.0 then now they increased the therapy settings and were on group c around 8.5 to 9 for their therapy settings. Agent reviewed with patient implant battery was dependent on their therapy settings and usage. Agent sent physician listings to patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.